Event description:
It was reported that a patient presented in clinic. Device interrogation revealed that the implantable cardioverter defibrillator was unable to do a full capacitor charge. Attempts were made at doing a manual captior maintenance but failed. The device was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.